Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d8, h2, h3, h6. The device was returned to olympus and the customer's reported issue was not confirmed. However, the following reportable malfunction was identified during the device evaluation: the screen became noised. Based on the results of the investigation, a definitive root cause for reported issue of unable to recognize could not be determined as the issue was not reproduced. In regards to the noisy image, it is likely the issue occurred due to a defective plug unit which had corroded contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was not recognized. The issue was found during reprocessing. There were no reports of patient involvement.